Event description:
The report received from the (B)(4) study indicated that a patient underwent revascularization due to an mi approximately 2 years post index procedure. At the time of index procedure, the angiography revealed two vessels disease. The indication for the procedure was unstable angina pectoris. The first lesion was in the mrca described as 25mm in length, class b1, and de novo with 99% stenosis. As planned, the lesion as pre-dilated with a 2x20mm balloon at 8atms and a 2.5x28mm cypher rx (#unk lot) was deployed at 9atms. The second lesion was in the drca described as 15mm in length, class b1, and de novo with 70% stenosis that was treated with a 2.25x18mm cypher rx (#unk lot) at 11atms. No procedural complications were reported and the patient was discharged a day later. At 24 month visit approximately 2 years post index procedure, patient underwent revascularization of the proximal rca due to a nstemi. The study stents in the mrca and drca were not restenosed. The length of the lesion was 5mm and % of stenosis was 90%. Mi was diagnosed from subject's history, symptoms, EKG, and cardiac enzymes. Second set of cardiac enzymes revealed troponin at 0.65. It is unknown if the new lesion was within 5mm of the study stents. It is also unknown if the study stents were patent. The event resolved without sequelae and not related to the study stent or procedure in an investigator's opinion.

Manufacturer narrative:
The report received from the (B)(6) study indicated that a patient underwent revascularization due to an mi approximately 2 years post index procedure. The patient's medical history is significant for angina, family history of coronary artery disease, unstable angina pectoris, history of hyperlipidemia, hypertension, lvef (calculated or estimated) prior to enrollment [normal (> 50%)], diabetes mellitus, allergy to intravenous pyelogram dye, allergic to penicillins and anxiety. At the time of index procedure, the angiography revealed two vessels disease. The indication for the procedure was unstable angina pectoris. The first lesion was in the mrca described as 25mm in length, class b1, and de novo with 99% stenosis. As planned, the lesion as pre-dilated with a 2x20mm balloon at 8atms and a 2.5x28mm cypher rx (#unk lot) was deployed at 9atms. The second lesion was in the drca described as 15mm in length, class b1, and de novo with 70% stenosis that was treated with a 2.25x18mm cypher rx (#unk lot) at 11atms. No procedural complications were reported and the patient was discharged a day later. At 24 month visit approximately 2 years post index procedure, patient underwent revascularization of the proximal rca due to a nstemi. The study stents in the mrca and drca were not restenosed. The length of the lesion was 5mm and % of stenosis was 90%. Mi was diagnosed from subject's history, symptoms, EKG, and cardiac enzymes. Second set of cardiac enzymes revealed troponin at 0.65. It is unknown if the new lesion was within 5mm of the study stents. It is also unknown if the study stents were patent. The event resolved without sequelae and not related to the study stent or procedure in an investigator's opinion. The study stents remain implanted thus unavailable for analysis. There is no lot number information available for this product device thus DHR could not be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Family history of cad, hyperlipidemia, hypertension, and diabetes mellitus. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00038 and 3003742446-2013-00037.

Manufacturer narrative:
Concomitant medications included actos, aspirin, bivalirudin, citalopram, plavix, lantus, lisinopril, metoprolol, nitroglycerin, pepcid, and pravastatin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00038 and 3003742446-2013-00037.

Manufacturer narrative:
Addendum ((B)(4) 2013): additional information received from the site indicated that the proximal rca lesion on (B)(6) 2012 was within 5mm of mid rca stent. This new information does not change any criteria in this file as appropriate codes were previously reported at the time of initial report. Updated complaint conclusion: the report received from the (B)(4) study indicated that a patient reported stable angina at 12-month visit and a revascularization due to an mi approximately 2 years post index procedure. The patient's medical history is significant for angina, family history of coronary artery disease, unstable angina pectoris, history of hyperlipidemia, hypertension, lvef (calculated or estimated) prior to enrollment [normal (> 50%), diabetes mellitus, allergy to intravenous pyelogram dye, allergic to penicillins and anxiety. At the time of index procedure, the angiography revealed two vessels disease. The indication for the procedure was unstable angina pectoris. The first lesion was in the mrca described as 25mm in length, class b1, and de novo with 99% stenosis. As planned, the lesion as pre-dilated with a 2x20mm balloon at 8atms and a 2.5x28mm cypher rx (#unk lot) was deployed at 9atms. The second lesion was in the drca described as 15mm in length, class b1, and de novo with 70% stenosis that was treated with a 2.25x18mm cypher rx (#unk lot) at 11atms. No procedural complications were reported and the patient was discharged a day later. At 12 month visit ((B)(6) 2011), the patient had a stable angina. No angiography was ordered. At 24 month visit approximately 2 years post index procedure, patient underwent revascularization of the proximal rca due to a nstemi. The study stents in the mrca and drca were not restenosed. The length of the lesion was 5mm and % of stenosis was 90%. Mi was diagnosed from subject's history, symptoms, EKG, and cardiac enzymes. Second set of cardiac enzymes revealed troponin at 0.65. It is unknown if the study stents were patent. The event resolved without sequelae and not related to the study stent or procedure in an investigator's opinion. Additional information received from the site indicated that the prca lesion was within 5mm of mrca study stent. The study stent remain implanted thus unavailable for analysis. There is no lot number information available for these product devices and thus no DHR could be performed. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Family history of cad, hyperlipidemia, hypertension, and diabetes mellitus. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00038 and 3003742446-2013-00037.

Manufacturer narrative:
Adjudication minutes received indicate the core lab reported a 19% final residual in-lesion stenosis with no dissection and timi 3 flow in the mid rca stent. The angiographic core lab reported a 9% final residual in-lesion stenosis with no dissection and timi 3 flow of the second target lesion in the distal rca. On (B)(6) 2012, she presented with complaints of chest discomfort. On (B)(6) 2012 at 16:25, the ck was 33 (nl 230, ratio <1), the ckmb was 0.7 (nl 7.9, ratio <1), and the troponin was 0.00 (nl 0.03, ratio <1). On (B)(6) 2012 at 00:00, the ck was 52 (ratio <1), the ckmb was 0.7 (ratio <1), and the troponin was 0.65 (ratio 21.67). On (B)(6) 2012 at 04:30, the ck was 54 (ratio <1), the ckmb was 2.1 (ratio <1), and the troponin was 0.64 (ratio 21.33). The ECG core lab reported no new major st-t abnormalities and no new q waves. Repeat angiography was performed on the following morning. For the target lesion in the mid rca, the angiographic core lab reported a 64% focal margin in-stent restenosis of type 1b with no thrombus and timi 3 flow, noting target lesion revascularization and no target vessel revascularization. For the target lesion in the distal rca, the angiographic core lab reported no in-stent restenosis, a 20% in-lesion restenosis with no thrombus and timi 3 flow, noting no target lesion revascularization and target vessel revascularization. On the same the patient underwent successful treatment with balloon angioplasty and placement of a drug-eluting stent in the rca for treatment of restenosis and was discharged on the following continuing on dual antiplatelet therapy. Please note that the catalog number of this device should be cxs28250 since it was indicated that it was an rx stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00038 and 3003742446-2013-00037.